Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on 01/23/2014. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the pt had an unexpected postoperative refractive outcome. The lens was exchanged for another iol. In a follow up, a technician reported that the event resolved after the iol exchange and the pt's vision is much improved.